Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this lead was an attempted implant due to high impedance measurements. Lead repositioning was attempted three times but was unsuccessful, as it resulted in high threshold measurements. Another lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to high impedance measurements. Lead repositioning was attempted three times but was unsuccessful, as it resulted in high threshold measurements. Another lead was successfully implanted. No adverse patient effects were reported. Additional information from the field indicates this lead was discarded at the facility. Therefore, it is not expected to be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. If information is provided in the future, a supplemental report will be issued. Please note: patient code 3191 is being used to capture the prolonged procedure required to replace this lead during initial implant (this is a correction from the initial report).